Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes spoke with the contact and customer's healthcare provider and the customer was to try using a different type of infusion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl. A bolus was delivered via the pump; however, the bg level did not decrease. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with insulin, fluids, magnesium and potassium. The high bg and dka were resolved. The customer was discharged the next day. The contact was not sure what caused the high bg and thought that the pump may be the cause. As the event had occurred in the past, tandem technical support was unable to troubleshoot for this event.